Event description:
Revised a left hip osteonics liner and head due to poly wear. He said it was done approximately 25 years prior. What came out was a series ii 28 liner for a 56 cup and a 28 +5 c-taper head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.